Event description:
It was identified in a product analysis review's programming history database review for the device that the device showed low output current seen on a single system diagnostic result and the following system diagnostic result showed to be normal output current. The patient was interrogated with version (B)(4) software for the first time following being interrogated with a version (B)(4) software. No additional relevant information has been received to date.